Event description:
As reported by a field clinical specialist (fcs), in 2018 a patient underwent a valve in valve procedure where a sapien 3 29mm was implanted in a non-edwards valve. Approximately 4 years post viv procedure, a balloon aortic valvuloplasty (bav) was performed using a non-edwards balloon on the original 29mm sapien 3 valve for regurgitation. After the bav, another 26mm sapien 3 valve was implanted valve in valve in valve.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
Medical records were reviewed and it revealed the patient under went a balloon valvuloplasty of 29mm sapien 3 pulmonary valve on (B)(6) 2018. Additionally, approximately 4 years post viv (thv in surgical) the patient presented with severe pulmonary insufficiency. The patient had a 26 mm sapien 3 valve in valve (thv in thv) in the pulmonary position via right femoral vein transfemoral approach. The implant was a success. There were no procedural complications or edwards device malfunctions were listed. There was a minimal 5 mmhg gradient across the pulmonary valve and no evidence of pulmonary insufficiency. On (B)(6)2022 the patient was admitted with bartonella vensonii endocarditis of the bioprosthetic pulmonary valve with valve stenosis, increased gradient, and elevated rv pressures. "Pulmonary insufficiency (pi) is mostly due to the vegetation preventing proper coaptation of the leaflets, possibly some damage to the leaflets from the organism". The patient will follow up in 2-3 weeks and remain of antibiotics for 3 months. If infection does not clear and/or pi remains severe, the patient will require surgery. Approximately 5 months post viv (thv in thv) procedure the patient presented with pulmonary insufficiency. A pulmonary valvuloplasty was done on the 26mm sapien 3 using a 24 mm atlas balloon. Pre procedure: 15-16 mmhg gradient through bioprosthetic valve. Rv pressure >50% systemic. Post procedure: 8-9 mmhg gradient through bioprosthetic valve. Rv pressure fell to slightly less than half of the systemic.

Manufacturer narrative:
This report is being generated based on new information received from medical records review. Additional information is being added to b5 and correction to d2,g4, db6 (remove explant date) the valve was not explanted. This is 1 of 2 reports being submitted. Please reference MFR 2015691-2022-07859.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As the complaint for regurgitation was unable to be confirmed, a lot history review is not required. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3 and no IFU/training deficiencies were identified. The complaint for regurgitation was unable to confirm since no relevant imagery or medical report was provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "in 2018 a patient underwent a valve in valve procedure where a sapien 3 29mm was implanted in a non-edwards valve" and "approximately 4 years post valve in valve (viv) procedure, a 26mm sapien 3 valve was implanted within the original 29mm sapien 3 valve due to regurgitation." Due to insufficient information, the nature of presented regurgitation (central regurgitation and/or paravalvular leak) was unable to be confirmed. Per the instructions for use (IFU), valve regurgitation and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valve replacement. Regurgitation may develop over time due to patient related factors and/or structural valve deterioration. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information provided, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.